Event description:
It was reported that the rx vision stent delivery system (sds) would not cross the moderately calcified lesion in the left anterior descending artery (lad). Upon removal, the sds got stuck on the calcification and the stent became loose; however, the stent did not completely come off of the sds. A snare device was used to secure the removal of the sds with the stent still on the balloon. A non-abbott stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the inflation lumen, guide wire lumen and on the balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the balloon but not between the markers, the distal end of the stent implant was located 1.5 mm distal to the distal taper of the balloon. The proximal end of the stent implant was mangled. There were crimp marks on the tightly folded balloon between the proximal balloon marker suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The hypotube was separated 108.5 cm proximal to the guide wire exit notch. The separated portion including the hub was not returned. The fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple bends through out the entire length of the hypotube. Follow up information confirmed the hypotube separation did not occur during the procedure; but rather likely during packing for return analysis. The tip length, middle and distal stent outer diameters were measured and met manufacturing criteria. The proximal measurements could not be taken due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the calcified lesion, damaging the proximal struts, resulting in the stent moving distally on the balloon, and further contributing to the difficulty removing the sds. Additional treatment was used to secure the removal of the sds with the stent still on the balloon. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove, loose/mislocated stent, or hypotube separations for this lot. The reported difficulties appear to be related to the operational context of the procedure.